Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, resulting in repeated pairing failure alerts, and troubleshooting included power cycling the cgm, restarting the ilet, switching the sensor configuration between g7 and g6, re-starting the sensor, applying a magnet to the sensor to initiate warmup, and updating firmware, after which the display indicated pairing in progress. No adverse clinical symptoms reported. Outcomes included temporary loss of cgm-driven automation and the need for user troubleshooting. User support included review of bluetooth compatibility, device settings, and execution of firmware update with sensor reinitialization steps. Investigation of this case revealed that the issue was consistent with a sensor-to-pump pairing failure without evidence of incompatible bluetooth version or hardware malfunction, with pairing progressing after sensor re-start and magnet-induced warmup. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent pairing communication issue between the cgm sensor and the pump.